Manufacturer narrative:
Unit received with cracked case (battery tube), missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's case was cracked and a bit came off. The customer¿s blood glucose level was 5.7 mmol/l. The insulin pump will be returned for analysis.